Event description:
Pt received an orthovisc injection on (B)(6) 2012 and is experiencing pain and swelling above and below the knee in the shin and calf, in the back of the knee and in the muscle above the knee but not in the knee itself. Update (B)(6) 2012: pt received meniscus surgery prior to the orthovisc injection. Pt stated that she experienced pain during the injection and immediate swelling post injection. Pt has been in physical therapy and was given a patch to reduce swelling. Update (B)(6) 2012: pt is still in physical therapy. Her knee is still inflamed. Pt was prescribed celebrex with no relief. Pt stated her physician does not think it is related to orthovisc, but pt believes it is related to the orthovisc injection. Pt is allergic to levaquin, ciprofloxicin, and avelox.

Manufacturer narrative:
The device was not available for return and the lot number is unk. No further eval or investigation is possible.